Event description:
The explanted lead has been returned for analysis. Analysis completion is pending.

Event description:
It was reported that the pt was referred for generator replacement for an unknown reason. Further information from the physician indicated that the generator was replaced due to battery depletion and during surgery on (B)(6) 2011, it was found that there was high impedance and the lead needed to be replaced as well. However, the surgeon was not prepared to do a lead revision, so only the generator was replaced and the pt will undergo another surgery to replace the lead. Lead revision surgery has not occurred to date. Notes from neurologist indicate that high impedance was seen prior to surgery, but was not reported to surgeon prior to surgery. Explanted generator was returned to manufacturer, but analysis is pending. Attempts for further information have been unsuccessful to date.

Event description:
An analysis was performed on the returned lead portions. Note that the electrodes were not returned for analysis; therefore a complete evaluation could not be performed on the entire lead product. During the visual analysis of the returned 379 mm portion quadfilar coil 1 appeared to be broken approximately 17 mm from the end of the electrode bifurcation. Visual analysis was performed and identified the area as having extensive pitting with mechanical damage and residual material which prevented identification of the coil fracture type. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. Dried body fluids inside the outer and inner tubes in some areas. No obvious path other than the cut ends made during the explant process. With the exception of the observed discontinuity, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no other discontinuities were identified. The explanted generator analysis was completed. No observed anomalies were noted and the generator performed according to functional specifications.

Event description:
Analysis was completed on the returned generator which revealed no anomalies, but the device was at expected end of service.

Manufacturer narrative:
Device failure suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Follow-up with the physician reveals that the last good diagnostics were obtained on (B)(6) 2010, but exact results were not given. It is unknown if any patient manipulation or trauma occurred that is believed to have caused or contributed to the high impedance. The patient had been scheduled for full revision surgery, but the patient canceled and is not interested in replacement at this time.